Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was intermittently incorrect, cause was unknown. Customer's blood glucose was 249mg/dl. Tandem technical support requested customer upload the pump data logs to determine a possible cause. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.